Event description:
Needle is not coming out [needle issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of needle issue and no adverse event in a male patient (age and race not reported) from the united states. The patient's age at the time of experience was not reported. On (B)(6) 2023, amneal pharmaceuticals received information from the patient wife via an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). On an unknown date, the patient was using epinephrine injection usp 0.3 mg (auto-injector) (ndc: 0115-1694-49, serial number: (B)(6), batch/lot: g221013x and expiration date: jul-2024) (dose and frequency not reported) via subcutaneously for unknown indication. Concurrent condition was included as bee allergy. Co-suspect medication, concomitant medication, medical history, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption and recreational drug use were not reported. Laboratory tests were not reported. On (B)(6) 2023, while trying to inject the medication observed that needle is not coming out of epinephrine injection usp (auto-injector) and confirmed that she did not hear any click sound. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of needle issue and no adverse event were unknown. The reporter assessed the causality of events needle issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 18-nov-2023. New information received includes qa investigation report, attached with this case. On (B)(6) 2023, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g221013x, ¿needle is not coming out¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿failure to fire; sheath mot removed by sheath remover¿. The cmo pfizer investigation was not warranted as the complaint was related to the assembly of the device at phillips. An investigation was performed by phillips for the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. Per the electronic batch record, all in-process inspections and assembly qa release samples met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. There have been no other complaints reported for lot g221013x for the past 24 months. There have been (B)(4) other, similar complaints reported in the complaint categories ¿failure to fire; sheath not removed by sheath remover¿ in the past 24 months. None of the (B)(4) complaints were attributed to the manufacturing process. Based on the retain review and testing the retain tested conformed, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was returned on 15 nov 2023 and inspected on 16 nov 2023 from the sample return kit provided by impax - amneal. Two (2) 0.3 mg auto-injectors were returned, which included samples from lot g221013x exp jul 2024. Sample # 1 was inspection there were no defects observed. The device was returned in an unfired state and unused. Functional testing was performed. The testing confirmed that the sheath remover was capable of removing the sheath and the device fired properly and delivered a dose. The reported complaint of ¿needle is not coming out¿ was not confirmed for sample # 1. As the functional testing confirmed the device worked properly, as root cause related to user error could not be determined. Based on the intake information from the reporter, she stated that she has 1 unused epinephrine injection usp (auto-injector). As sample # 1 was unused it appears that sample # 1 was the unused auto-injector. Sample # 2 was returned in a fired state and the sheath was affixed to the device. There was approximately 0.3 ml of solution inside the sheath, this was evidence that the sheath was not removed by the sheath remover at the time of administration. The sheath remover and sheath were inspected, and no defects were observed. The returned sheath remover was placed over the sheath and was functionally tested. The sheath remover removed the sheath with minimal force as intended. The reported complaint of "needle is not coming out¿ was not confirmed based on the evaluation performed by use of the returned sheath remover being able to remove the sheath, as such a root cause for user error could not be determined. The instructions for use (IFU) were reviewed and there are adequate instructions for administration. As per the pil, ¿pull off both blue caps. Put the red tip against the middle of the outer thigh at a 90 degree angle. Press down hard and hold firmly against thigh for approximately ten (10) seconds to deliver the medicine. Only inject into the middle of the outer thigh. Check the red tip. The injection is complete and you have received the correct dose of the medicine if you see the needle sticking out of the red tip. If you do not see the needle repeat steps.¿ the investigation associated with epinephrine injection usp auto-injector 0.3 mg; lot g221013x for the complaint category ¿ failure to fire: sheath not removed by sheath remover, for the reported complaint ¿needle is not coming out¿ confirmed that the auto-injectors were manufactured in accordance with approved batch records. The evaluation of the retain sample conformed and met specification. The complaint sample evaluation of sample #1 was not confirmed as the device was unused. The complaint sample evaluation of sample # 2 was not confirmed based on the evaluation performed by use of the returned sheath remover being able to remove the sheath. There were no issues related to the manufacturing process that were determined to be attributed to the reported complaint. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of needle issue and no adverse event were unknown. The reporter assessed the causality of events needle issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited.